Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a safety event of improper shutdown while infusing. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed and the reported issue could not be reproduced. A basic infusion test was run with no issues noted. A review of the event history log revealed multiple 'improper shutdown' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction was required. Should additional relevant information become available, a supplemental report will be.